Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead dislodged and could not be maintained in an optimal position. The lead was not used and replaced. The patient was in stable condition.